Event description:
A copy of the death certificate was received which reported that the cause of death was a) respiratory insufficiency, b) bilateral bronchopneumonia. Other significant conditions included agenesis of corpus callosum with severe developmental disability. The patient passed away at her residence. The treating vns physician was notified and the physician reported that the patient was actually doing well for her condition prior to passing. The physician reports that the patient was a severely impaired child. Internal review of the death by the manufacturer was performed and was classified as unlikely sudep.

Manufacturer narrative:
.

Event description:
It was reported that the patient passed away. It is believed by the funeral home that the vns devices were not removed prior to burial. Therefore, analysis of the devices is unable to be performed. Good faith attempts for additional relevant information have been unsuccessful to date. An obituary search was performed which revealed that the patient passed away on (B)(6) 2015.

Event description:
The treating vns physician reported that she does not have information regarding cause of death. The physician's office was attempting to obtain information but they have been unsuccessful to date. Good faith attempt for death certificate was performed. Internal review of the death by the manufacturer was performed and was classified as possible sudep.

Event description:
It was reported that the generator and lead were being returned to the manufacturer. The products were received by the manufacturer. However, analysis has not been completed to date.

Manufacturer narrative:
The follow-up report #3 inadvertently did not report the explant date.

Event description:
Analysis was completed on the explanted devices. There were no performance or any other type of adverse conditions found with the pulse generator. No obvious anomalies were noted in the return portion of the lead. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.